Event description:
Consumer stated that she's been using the proxabrush go betweens product number 871 for about a year and a half because she got braces. They usually break after 3-4 days, she never gets a week out of them. This one broke after 2 days use and she swallowed the tip. The customer was instructed to follow up with her doctor.